Event description:
The customer reported wash carousel motion errors and reaction vessel (rv) jams entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. Beckman coulter customer technical support (cts) assisted the customer in troubleshooting but the incubator belt would not move freely in either direction. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned and cleared the incubator belt jam, adjusted alignments and adjusted the wash-out for the wash carousel. The fse removed the effective lot of reaction vessels (rvs) and loaded a new lot of rvs without the affected resin. The fse also replaced the affected rv clips. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).